Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical products: lot 447260, item 161469, oxf twin-peg cmntd fem md PMA. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034 - 2018 - 04469. Product location is unknown.

Event description:
It was reported the patient underwent an initial knee revision 3 months post-implantation due to severe pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of the initial and revision op-notes. Review of initial op-notes noted that a small amount of lateral facet of the patella was removed for exposure. The tibia was sized to a c and the shape of the tibia was such that it would like to have gone further lateral, but despite used the bigger implant which would be protruding anteriorly or posteriorly. Also noted the very superior aspect near the superior pole of the patella was not closed for fear of causing too much lateral compression of the patella. Noted good rom. No additional complications/ deviations noted during the procedure. Review of revision op-notes noted that patient had a large defect in the fascia laterally. The medial portion of the quadriceps tendon appeared to have ruptured and retracted about 3 cm. About one centimeter of the quadriceps tendon was attached to the patella with an oblique line where the rupture was. The quadriceps attaches at the patella and the surgeon states he removed a small portion of the patella for exposure during the initial procedure which can contribute to rupture of the tendons. The joint line had been lowered with unicondylar arthroplasty substantially. Osteotomes had to be used for the tibial component. There was a substantial defect laterally. Arthritis has been noted in the patient's medial joint. The patient was implanted with competitors products. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.